Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device shows the device completed both first and second prime with the expected number of pulses in each sequence. Data did not show any timeouts or drive stalls during the run. Although no issues were noted that would result in a needle mechanism failure, it could not be determined when exactly needle deployed.